Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "the tracheal cuff was found out that it could not be inflated during the test.".

Event description:
It was reported that "the tracheal cuff was found out that it could not be inflated during the test.".

Manufacturer narrative:
Qn# (B)(4). The reported complaint of "unable to inflate - balloon cuff" was confirmed based upon the sample received. The customer returned one unit 5-16035 et tube, sher-I-bronch, ls, 35 fr for investigation. Upon functional inspection, the tracheal (white) inflation line was found to be obstructed at the distal end of the pilot balloon which prevented the balloon cuff from inflating properly. The obstruction is caused by an assembly issue during manufacturing. A device history record review was performed, and no relevant findings were identified. Further investigation has been initiated under teleflex quality systems to evaluate this issue.